Event description:
Probe failed during the case, started freezing all the way up the shaft. Tested probe with no problem. When doctor inserted probe into patient turned on freeze at 50%. After about 15 seconds gas turned off. Tried a second time, ran for about 16 seconds, shut off again. Check(ed) the probe and saw frost all the way up the shaft. Replaced with a different probe with no incident on either case.

Manufacturer narrative:
Probe returned was not complete. Hose cut and only probe head returned. Could not confirm shaft frosting but vacuum sleeve removed from probe head and verified a vacuum sleeve failure.